Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The device failed all three accuracy tests. It was determined that the out of specification expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing. There was no patient involvement.